Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.

Event description:
Customer reported he has been feeling tired due to receiving inaccurate readings on his meter. He reported a medical event that occurred in 2009 where he had received an adc meter reading of 280mg/dl compared to a competitor meter reading of 210mg/dl. It is unknown when these readings were obtained relative to the medical event. He stated he experienced dizziness and then had "diabetic seizures." Paramedics were called and he stated he was treated "with a few shots" (exact medication given unknown). He also stated he took insulin, which is inconsistent with the reported symptoms. Customer was not transported to a health care facility and no diagnosis was reported. The reading comparisons reported are not a valid method. There was no report of death or permanent impairment associated with this event.